Event description:
Customer reported malfunction 7 occurred during set of pts therapy of this 6060 pump. No pt injury has been reported at this time. Pump was replaced and therapy continued on replacement pump. Pump with reported malfunction will be sent to baxter's repair center for eval.